Event description:
It was reported the valve was explanted due to the pt outgrowing the mitral valve and requiring an aortic valve replacement. There was some pannus present on the valve which may have increased the gradient, but it did not restrict the movement of the leaflets nor did it reflect prosthetic valve dysfunction. The valve was replaced with a larger 21 mm sjm regent valve and the aortic valve that was implanted was a 19 mm sjm regent valve.